Manufacturer narrative:
This report is submitted on august 31, 2021.

Event description:
Per the clinic, the patient experienced wound healing issues. A revision surgery was performed (date unknown) to clean the wound.